Event description:
Patient was revised due to stem loosening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised due to stem loosening. Doi unk, dor (B)(6) 2013 (right hip). The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 9/23/15-pfs and medical records received. After review of the medical records for MDR reportability, a doi was provided and this complaint is for the left hip. We previously received litigation for the left hip for pain. The head and liner are already reported on (B)(4). The revision operative note confirmed a loose stem. There is no new additional information that would affect the existing investigation. The complaint was updated on:10/20/2013.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear, metallosis and elevated metal ions.